Manufacturer narrative:
(B)(4). Date sent: 9/27/2023. B3: publication year of 2022. D4: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: completion of single-incision laparoscopic cholecystectomy using the modified konyang standard method. Authors: min ho um1 · seung jae lee1 · in seok choi1 · ju ik moon1 · sang eok lee1 · nak song sung1 · seong UK kwon1 · in eui bae1 · seung jae rho1 · sung gon kim1 · dae sung yoon1 · won jun choi1. Citation: surgical endoscopy (2022); 36:4992¿5001. Https://doi.org/10.1007/s00464-021-08856-6. The aim of this study was to introduce a standardized surgical method for silc, as well as report the authors' experience and surgical outcomes over 10-year period. A total of 1372 patients (591 male and 781 female; mean age was 51.3 ± 14.4 years) who underwent single-incision laparoscopic cholecystectomy (silc) at a single institution between april 2010 and december 2019 were included in this study. These patients were grouped according to the surgical method used: phase 1 (konyang standard method, ksm) comprising initial 3-channel silc in 325 patients, phase 2 (modified ksm, mksm) comprising 4-channel silc with a snake retractor in 660 patients, and phase 3 (commercial mksm, c-mksm) using a commercial 4-channel port in 387 patients. A glove port (nelis, bucheon-si, gyeonggi-do, republic of korea), cable, flexible video laparoscope (olympus, tokyo, japan), snake liver retractor (artisan, medford, nj, USA), laparoscopic long instrument (richard wolf, gmbh, knittlingen, germany), suction-irrigation with cautery instrument (endopath electrosurgery probe plus ii system, ethicon, johnson & johnson, somerville, nj, USA), 5 mm clip applier (the endo clip iii, coviden, mansfield, ma, USA), and 5 and 10 mm hem-o-lok clips (weck closure systems, research triangle park, nc, USA) were used during the c-mksm. Reported complications include common bile duct injury (n=1) and hepatic artery injury (n=1) which were detected during surgery, requiring conversion surgery (additional port insertion), and wound infection (n=1). In conclusion, based on their 10 year experience, c-mksm is a safe and feasible method of silc in selected patients, although there were lower percentage of patients with ac compared to other groups.